Event description:
Healthcare professional called to report "patient's concern with the product plus a right side rupture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional called to report "patient's concern with the product plus a right side rupture". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional called to report "patient's concern with the product plus a right-side rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., b.6., d.6b., h.6.

Event description:
Healthcare professional called to report "patient's concern with the product plus a right side rupture". This record is for the right side. The device was explanted and replaced.